Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for evaluation. Signs-of-use in the form of biological material was observed on the catheter body. The catheter body was intentionally severed directly below the 41cm mark. The separated portion was not returned for analysis. Visual inspection of the distal extension line confirmed a large hole adjacent to the luer hub. This damage is consistent with the molding defect seen on PICC extension lines. The total length of the catheter body was measured to be 16.5", which implies at least 6.25" of the catheter body were cut off and not returned per the catheter product drawing. The outer diameter of the distal lumen measured to be 0.093" which is within specifications of 0.093"-0.097" per the distal extension line extrusion product drawing. The inner diameter of the distal extension line measured to be 0.057", which is within specifications of 0.055"-0.059" per the distal extension line extrusion product drawing. This indicates that the wall thickness measured as expected. The extension lines were initially flushed to ensure no blockages were present. With the distal end of the catheter occluded, the extension lines were pressurized using a water-filled lab inventory syringe. When the distal line was pressurized, water leaked from the extension line. A manual tug test confirmed the proximal extension line was fully secured within its luer hub. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The complaint of an extension line leak was confirmed through a complaint investigation on the returned sample. A hole was found in the distal extension line adjacent to the luer hub. The returned sample passed all relevant dimensional inspections. A device history record review was performed, and no relevant findings were identified. The type of damage observed is consistent with a manufacturing issue in the PICC lines. A non-conformance request has been initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this kind.

Event description:
The complaint is reported as: PICC placed on (B)(6) 2020. On (B)(6) 2020, patient had declotting of tube with alteplase and after a leak was found where the extension tubing connects to the distal hub. No leak reported prior to declotting. It was reported the distal hub was fractured and tearing away from the port hub. The line was clamped. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: PICC placed on (B)(6) 2020. On (B)(6) 2020, patient had declotting of tube with alteplase and after a leak was found where the extension tubing connects to the distal hub. No leak reported prior to declotting. It was reported the distal hub was fractured and tearing away from the port hub. The line was clamped. No patient injury or complication reported. The patient's condition is reported as fine.